Event description:
Staff reported that in the last month or two, there have been issues with the retrograde packs that medline prepares for us. There have been cases of missing items and in the past week, there were three packs with no sterile specimen containers (there should be two). Additionally, a tiny flake-like object was found in a plastic bowl. Of concern, is that the piece is small enough to be injected if it had stayed in the bowl unnoticed). The lot number associated with the kits with missing cups is 16wb4004. Medline prepares the sterile procedure kits with specific items that we have requested for our retrograde packs. The above information was shared with a representative from medline and has been forwarded to their quality department for further investigation.

Event description:
Staff reported that in the last month or two, there have been issues with the retrograde packs that medline prepares for us. There have been cases of missing items and in the past week, there were three packs with no sterile specimen containers (there should be two). Additionally, a tiny flake-like object was found in a plastic bowl. Of concern, is that the piece is small enough to be injected if it had stayed in the bowl unnoticed). The lot number associated with the kits with missing cups is 16wb4004. Medline prepares the sterile procedure kits with specific items that we have requested for our retrograde packs. The above information was shared with a representative from medline and has been forwarded to their quality department for further investigation.